Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced both high blood glucose level of 437 mg/dl and low blood glucose level of 45 mg/dl. The customer treated high blood glucose using insulin pump and low blood glucose by drinking soda. The customer declined the troubleshooting for both high and low blood glucose. The insulin pump will not be returned for the analysis.